Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's programmable shunt was implanted after brain tumor removal. The patient started to suffer from hydrocephalus symptoms again post-operatively, and by checking the shunt, they found that the performance level changed from the last time they had adjusted it. It was noted that this event had been repeated more than one time, and the valve had changed without any interference. The patient's device was explanted, and their status at the time of the report was alive-no injury.